Event description:
Allergan received a report that a female patient was treated on (B)(6) 2019 and (B)(6) 2019 with coolsculpting to the bilateral flanks, bilateral banana roll, mid abdomen, lower abdomen, and inner thighs using a cooladvantage and cooladvantage plus applicator. On (B)(6) 2019 the mid abdomen and lower abdomen treated areas became firm with visible enlargement. On (B)(6) 2021 the patient was assessed by a physician who diagnosed the mid abdomen and lower abdomen with paradoxical hyperplasia (ph).

Manufacturer narrative:
The following information is included in the coolsculpting user manual: paradoxical hyperplasia is characterized by a visibly enlarged tissue volume within the treatment area, which may develop two to five months after treatment. Surgical intervention may be required.

Event description:
Allergan received a report that a female patient was treated on (B)(6) 2019 and (B)(6) 2019 with coolsculpting to the bilateral flanks, bilateral banana roll, mid abdomen, lower abdomen, and inner thighs using a cooladvantage and cooladvantage plus applicator. On (B)(6) 2019 the mid abdomen and lower abdomen treated areas became firm with visible enlargement. On (B)(6) 2021 the patient was assessed by a physician who diagnosed the mid abdomen and lower abdomen with paradoxical hyperplasia (ph).